Event description:
It was reported that the balloon was unable to deflate. The target lesion was located in the anterior tibial artery below the knee. A 2.5mm x 220mm x 150cm coyote was advanced for dilation. During the procedure, it was noted that the balloon was unable to deflate. The balloon was simply pulled out carefully and slowly and the procedure was completed with another of the same device. No complications were reported, and patient was stable post-procedure.

Manufacturer narrative:
El - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was inflated to rated burst pressure and then deflated without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the failure to deflate. This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was inflated to rated burst pressure and then deflated without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the failure to deflate.

Event description:
It was reported that the balloon was unable to deflate. The target lesion was located in the anterior tibial artery below the knee. A 2.5mm x 220mm x 150cm coyote was advanced for dilation. During the procedure, it was noted that the balloon was unable to deflate. The balloon was simply pulled out carefully and slowly and the procedure was completed with another of the same device. No complications were reported, and patient was stable post-procedure.

Event description:
It was reported that the balloon was unable to deflate. The target lesion was located in the anterior tibial artery below the knee. A 2.5mm x 220mm x 150cm coyote was advanced for dilation. During the procedure, it was noted that the balloon was unable to deflate. The balloon was simply pulled out carefully and slowly and the procedure was completed with another of the same device. No complications were reported, and patient was stable post-procedure.

Manufacturer narrative:
El - initial reporter address 1: (B)(6).